Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure of a stenosis in the right iliac artery, the pta balloon allegedly would not advance thru the lesion. Reportedly, the balloon was retracted without any issue and a new balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number. Visual inspection: the sample was returned. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as an 9mm x 36mm balloon. The balloon did not appear to be in its original folded configuration. The stent was returned covering the balloon, but was dislodged proximally. The distal tip of the stent was located 1.4cm from the distal tip. The balloon was examined under magnification and stent crimp marks were visible on the balloon. No other anomalies were noted. Performance evaluation: the patency of the guidewire lumen was tested using an in-house guidewire, and it passed with no issues. The stent was loose on the balloon and was easily moved both proximally and distally. An attempt was made to insert the balloon through an 8fr introducer sheath; however, the stent dislodged proximally upon insertion. Medical records review: no medical records have been made available to the manufacturer; therefore, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer; therefore, a review could not be performed. Conclusion: the complaint investigation is confirmed for a dislodged/dislocated stent. The investigation is inconclusive for failure to advance, as the reported conditions of use could not be recreated (i.e. Patient vessel). The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: - should unusual resistance be felt at any time during the insertion process, do not force passage. - if resistance occurs during movement through the sheath/guiding catheter, the stent/catheter should be withdrawn carefully. - during implantation, if resistance occurs after the stent has exited the sheath/guiding catheter or if the stent cannot be delivered to the target location, attempts to retract the stent/catheter into the sheath/guiding catheter may result in dislodgement and embolization of the stent. The stent/catheter/sheath/guiding catheter should be removed as a single unit. Precautions: - inspect the valeo biliary stent and delivery system prior to use to verify that the stent has not been damaged during shipment or handling and that the device dimensions are suitable for the specific procedure. Do not attempt to remove or adjust the stent on the delivery system. Stent/delivery system preparation: - remove the stent/delivery system from its packaging [and remove the transport mandrel and balloon sheath from the distal end of the catheter if present]. - inspect the stent for adherence to the balloon and centered placement in relation to the balloon marker bands. Do not reposition the stent or hand crimp. - induce a negative pressure to remove any air from the balloon and inflation lumen. Repeat until all air is expelled.

Event description:
It was reported that during an angioplasty procedure of a stenosis in the right iliac artery, the pta balloon allegedly would not advance through the lesion. Reportedly, the balloon was retracted without any issue and a new balloon was used to complete the procedure. There was no reported patient injury.